Event description:
It was reported by the patient's mother than her son developed an infection caused by the adhesive of the pod. Symptoms reported include redness, irritation, itchiness and bleeding. The pod was worn on the abdomen between 25 and 36 hours. In mid-july, the patient visited homeside medical group in new castle upon tyne for about 20 minutes. The patient was prescribed a steroid cream and antibiotics as treatment. The patient is scheduled to see a skin specialist on (B)(6) 2025. The pod was discarded and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's pod adhesive infection. No lot release records were reviewed, as the product lot number was not provided.